Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level range from 346 to 438 mg/dl. The customer changed the infusion set site and the cartridge was changed multiple times. The customer was assisted by the school nurse to change out supplies. An insulin injection and a correction bolus were used to address the bg levels. A cause of the past occlusions could not be identified. The customer changed the cartridge prior to calling tandem technical support. A system check using the current supplies showed the pump and infusion set tubing to be functioning as intended.